Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a watchdog timer error message during power up and several times while rebooting the cycler. An air detected in cassette warning then occurred several times during fill 4 of 4 of treatment. Fluid was then seen on top of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed a little film of fluid was on the solution bag but could not locate the leak. The bag appeared to be sweating from condensation but then stopped. The patient noticed that the bag was nearly empty during dwell 4 of 4 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received the replacement cycler and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a watchdog timer error message during power up and several times while rebooting the cycler. An air detected in cassette warning then occurred several times during fill 4 of 4 of treatment. Fluid was then seen on top of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed a little film of fluid was on the solution bag but could not locate the leak. The bag appeared to be sweating from condensation but then stopped. The patient noticed that the bag was nearly empty during dwell 4 of 4 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received the replacement cycler and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation, however, the old cycler is available to be picked up and returned.